Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) levels ranged between 355-439mg/dl. Insulin deliveries were resumed and a correction bolus via the pump was delivered to address the bg levels. Multiple supply changes were performed and the occlusion alarms continued. Troubleshooting was performed with tandem technical support (cts) and the pump performed as intended. No damage was observe to any of the cannulas that were in use during the occlusion alarms. A test bolus was delivered while the customer was disconnected form the pump and an additional occlusion alarm occurred. The customer reported manual injections would be used for insulin therapy.